Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system issued an occlusion alert overnight while the patient was using an infusion set, the patient was unable to obtain drops when testing, performed a full supply change, and the alert resolved; blood glucose rose to 238 mg/dl during the occlusion and later returned to 118 mg/dl without symptoms, consistent with an obstruction of flow related to the connector/coupler of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem associated with an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.